Event description:
After using an endo stitch and vlock 180 reload to close the vaginal cuff, the v lock load broke in half. The pieces were located in the surgical field and completely removed. Endo stitch was reloaded with another vlock with the same lot number and this one again broke. All pieces were located in the surgical field and completely removed. There was no patient harm. Vloc 180 reload--ref vloca008l, lot n4l1458y; endo stitch device, ref 173016, lot j4k3870ey. Reference report #mw5166769, #mw5166770, #mw5166771.